Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) lead was received with the helix extended in the box. After retracting the helix, the rv lead was introduced into the body of the patient. While positioning the rv lead, inadequate lead curvature was noted and suspected by the physician to be due to lead damage. The helix was not tested prior to introduction it into the body of the patient. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.